Manufacturer narrative:
Device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that during maintenance, when powered up, the 740 ventilator generated multiple diagnostic codes and a repeated post (power on self-test) operations alarm. The device was made available for evaluation. The service personnel (sp) inspected the ventilator and confirmed that the battery backup printed circuit board (pcb) and the pressure solenoid pcb were not working properly. Both parts were replaced (in the field) to resolve the issue. The ventilator passed all testing per manufacturer specifications at the time of service. The pressure solenoid (psol) printed circuit board (pcb) was returned to medtronic for further evaluation. A visual inspection was carried out and no anomalies was observed. The fi test-bed device failed the power on self-test (post) with relevant diagnostic codes appeared in the test log and fault was isolated to component u31 which can lead to loss of ventilation. The cause of the event was isolated to electronic component failure u31 on psol pcb. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during maintenance, when powered up, the 740 ventilator generated multiple diagnostic codes and a repeated post (power on self-test) operations alarm. The ventilator was not in use on a patient at the time of the reported event.